Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 24 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted an infection, pain and implant mobility in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.